Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262105. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Retain sample of the complaint lot was checked and no abnormality was observed. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that an intima-ii y 24gax0.75in prn/prn slm npvc was damaged before use. The following was reported by the initial reporter: "on (B)(6) 2020, the nurse performed venipuncture for the patient and checked that the outer packaging of the indwelling needle was intact and the expiry date had not expired. After opening the disposable intravenous indwelling needle, it was found that the heparin cap was broken. The patient was then replaced and continued to puncture the patient. The incident did not cause adverse effects on the patient."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an intima-ii y 24gax0.75in prn/prn slm npvc was damaged before use. The following was reported by the initial reporter: "on (B)(6) 2020, the nurse performed venipuncture for the patient and checked that the outer packaging of the indwelling needle was intact and the expiry date had not expired. After opening the disposable intravenous indwelling needle, it was found that the heparin cap was broken. The patient was then replaced and continued to puncture the patient. The incident did not cause adverse effects on the patient."